Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, the filter would not pass through the introducer sheath. On the first right sided groin approach, the filter would not pass through the introducer sheath. Upon the second approach using a new greenfield vena cava filter, the same problem occurred. The procedure was successfully completed using a thrid greenfield vena cava filter jugular approach. It is suspected that the cause of failure was a combination of tortuous anatomy and a kink in the sheath. No injuries or complications were reported. Pt status is reported as 'fine'.